Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista® 1500 system. The discordant patient result was reported to the physician and questioned. The same sample was reprocessed on the same instrument. A higher result, considered correct, was obtained and reported to the physician. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc patient sample result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista® 1500 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (19-may-2022): siemens headquarters support center (hsc) completed the investigation of the falsely depressed vancomycin (vanc) patient sample result. Hsc reviewed the information provided by the customer. Quality control results were within the customer's established ranges. Repeat of the same sample yielded expected results. No issues were noted with other patient samples indicating that the dimension vista® 1500 system and vanc assay were performing acceptably. A potential product issue was not identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2022-00097 was filed on 10-may-2022. Section h6 has been updated to reflect the hsc investigation.